Event description:
Penile prosthesis was implanted in pt at another hosp in 1989. Pt has been successfully treated in the past for prostate cancer with radiation and orchiectomy. In the spring of 1993, it ceased to inflate. During removal of the prosthesis, it was noted that the septum between the two corpora had been perforated at about the level of the bifurcation of the crus and both cylinders were in one compartment. The prosthesis had a hole in the left tubing extending to the cylinder at the point it entered the corporotomy incision. The tubing was cut at that point. Explant was replaced with a semi-rigid prosthesis. Implant has not been released to MFR for eval.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.